Manufacturer narrative:
Explant was reported due to regurgitation, and a cusp tear was found upon explant. Cusp 3 was found to be torn and degenerative changes were found at the tear site. No significant calcifications or acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation.

Event description:
It was reported that on (B)(6) 2017, a 27mm epic valve was implanted. On (B)(6) 2021, the valve was explanted due to mitral regurgitation. Upon explant, moderate calcification was observed around the mitral annulus. In addition, a large leaflet tear was noted at the base. A non-abbott device was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on an unknown date, a 25mm epic valve was implanted. On (B)(6) 2021, the valve was explanted due to mitral regurgitation and a non-abbott device was successfully implanted. The patient status was reported as unknown. No further information is available.